Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge and insulin sprayed back at the customer. The customer's blood glucose level was impacted (440 mg/dl) and the customer took a correction bolus via the pump. A new cartridge was able to be loaded successfully.